Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device was returned and analyzed. The device met 83% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Product performance data was also recevied and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator date is (B)(6) 2013. Patient alert occurred on (B)(6) 2013.

Event description:
It was reported that the device reached elective replacement indicator, but the physician thought the device did not last as long as it should. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.